Event description:
It was reported that there was noise noted on the ECG of the implantable cardiac monitor. There is one episode that has under and oversensing during the course of the episode with noise noted on the baseline. The r waves appear to be small. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).